Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 506852 lead 1999-(B)(6). (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt symptomatic from loss of atrial ventricular synchrony when their device reached elective replacement indicator (eri) earlier than they expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.